Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110, overvoltage set, and discharge profile faults) was isolated to shorted u1004, u1005 and u6 components the defibrillator pca. The root cause for the shorted components could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying discharge profile faults, overvoltage set, and service code 110.